Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.